Manufacturer narrative:
The unit was evaluated and tested by (B)(4), on behalf of the MFR. The cot was evaluated and weight tested and no malfunctions were discovered and the incident could not be duplicated. The cot was operating within specifications and was returned to service.

Event description:
Emts/ffs were onsite at a nursing home for transport of a pt to hospital. While in the load positon with front wheels on the medic, the foot end of the cot lowered. There was no reported injury to the pt but a ff's arm was injured as a result of the incident.